Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, but the error recurred. There was no reported adverse impact to the customer. Customer reverted to an alternate method of insulin therapy.